Event description:
Related manufacturer number: 3006705815-2020-31931. It was reported that one of the patient's scs leads was explanted and replaced in order to provide better coverage of the patient's pain pattern by changing the position of the lead. This surgical intervention successfully resolved the patient's inadequate pain relief.